Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of appetite when the stimulation was on and when off the appetite went back. It was also noted that the patient had lost weight. The patient underwent an explant procedure. No device malfunction was suspected.